Event description:
The MFR's rep reported that, during explant of the pump, the cap of the device came off. It was determined this was one of the pumps on the MFR's recall. A follow up report will be sent when add'l info is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.